Event description:
Patient developed loss of restriction and abdominal pain. Physician indicates x-ray shows leak from the port tubing break. Surgery to replace access port is not yet scheduled. Follow up findings: leakage at or near tubing connector.